Manufacturer narrative:
The clearsight heart reference sensor (hrs) was returned for evaluation. The reported issue was not confirmed by the evaluation. The hrs was connected to a clearsight hot mock up system. With the bladder and sensor at the same height, the offset before zeroing was 10 mmhg. The offset after zeroing was 0 mmhg. Normal waveform and blood pressure readings were also able to be acquired. With the bladder at a difference of -40cm from the sensor the reading was 32mmhg. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The product is expected to be returned for further analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The device history record was reviewed; no related non-conformances were found. There is no escalation is required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported during evaluation, when the set point was at -40cm for the hrs pressure test, the measured value was 41mmhg. The specification range should be between 29 - 33mmhg. There was no patient involvement.